Event description:
It was reported that the patient underwent an extraction of tooth #18, followed by an alveolar ridge reconstruction including a graft of #'s 18, 19, and 20 using rhbmp-2/acs and a minor amount of cancellous allograft bone. The same day post-op, the patient developed excessive swelling at the site, that has extended down the jaw and into the neck, and referred pain in the sub-orbital to sub-mandible region. The patient had difficulty breathing when lying down due to the swelling. The surgeon prescribed ibuprofen, and the patient was given an additional week of antibiotics. The patient had resolution of swelling within 5 days, and resolution of the pain in 9 days.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.